Event description:
Privledged and confidential: reportedly, when the respiratory therapist was checking the vapor phase advanced humidifier, she rec'd a minor electrical shock when touching the himidifier mounting plate and the probe jack cover. When this occurs, the display goes out. The female respiratory threapist (45 yrs. Old, weighing 150 lbs.) Purposely shocked herself several times to observe how the himidifier reacted. The respiratory therapist was not harmed by the minor electrical shocks.